Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hepatic procedure, it stapled on one side. There was no patient consequence.